Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a high, out of range shocking impedance on this right ventricular (rv) defibrillation lead. The local boston scientific sales representative reported that the pocket was reopened and the lead terminal pins could not be pulled out of the header. The wrench was inserted into the df negative setscrew and the setscrew felt loose, the other df setscrew was tight. Both df setscrews were loosened, the terminal pins of the lead cleaned off, reinserted into the header and the setscrew was then deployed again. Shock impedance was tested multiple times and was stable at 38 ohms. Defibrillation testing was then performed and shock impedance was 39 ohms. No adverse patient symptoms were reported.

Manufacturer narrative:
According to the available information, this crt-d and transvenous defibrillation lead are still in service. No additional information is available at this time. Should additional information become available, this event will be updated. Subsequent information was received that this device was explanted and replaced approximately six years later. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.